Event description:
This event was reported as pulmonic valved conduit explanted from the pulmonic position after 10 years due to pulmonary stenosis and ventricular septal defect. No further info was provided.